Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is dark image. The pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient, and the examination was completed using a backup device. Based on the investigation, the dark image was referred that the brightness of image on screen is low due to lcb (light carrying bundle) worn out, but it was not identified. And the dark image had nothing to do with button malfunction. Long time and high frequent usage had caused the button to age and malfunction. The device was repaired by the third party and returned to the hospital. Replaced the no.4 remote button. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. Investigation completion and return date: 18 may 2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 13-may-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 08-jun-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 17-mar-2025, pentax medical became aware of an event involving a model eg29-i10, serial number (B)(6) video gastroscope in china within the apac region. During an emergency endoscopic procedure, remote button 4 of the endoscope malfunctioned. Due to this malfunction, the endoscopic image froze. Additionally, separate from the image freeze, the endoscopic image had been dark since the beginning of the procedure. The procedure was completed using a backup endoscope. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 26-mar-2025. Q1: what procedure was performed during the emergency endoscopy? A1: the hospital was not able to provide detailed information regarding the specific procedure performed. Q2: although the procedure seems to have been completed successfully, were there any adverse effects or harm caused to the patient due to the malfunction of the endoscope? A2: no harm or adverse effects were caused to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.